Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort in and around the ipg site affecting his sleeping pattern. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient was given with lidoderm patch applied at the pocket site.

Event description:
A report was received that the patient was experiencing discomfort in and around the ipg site affecting his sleeping pattern. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Event description:
A report was received that the patient was experiencing discomfort in and around the ipg site affecting his sleeping pattern. The patient will undergo a revision procedure wherein the ipg will be repositioned.